Event description:
The customer called to report a blank display on the insulin pump. No blood glucose reading was reported at the time of the call. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty component on the motherboard.